Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patients log files were sent for review. It was noted that the patients lactate dehydrogenase (ldh) has been trending higher. Their haptoglobin was less than 10. Power and flows have remained stable. Results of a urinalysis and plasma free hemoglobin were pending. The plasma free hemoglobin was 49.7, nothing significant was in the urinalysis. The log files captured routine events with no notable alarm conditions or parameter changes. Hemolysis was not able to be confirmed. Patient symptoms included bloody diarrhea (resolved), temporary abdominal pain and decreased appetite. The patient was treated with bisacodyl and minimized opiates. The diarrhea and pain resolved; patient was discharged (B)(6) 2024 with close monitoring. The patient was being monitored at home and was feeling better.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Evaluation of the submitted log files did not reveal any device related issues. The patient remains ongoing on the hm 3 lvas, serial number (B)(6), with no further issues reported at this time. No product is available for investigation. The hm 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of hm 3 lvas. The IFU provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 patient handbook are currently available. Section 1 of this IFU, ¿introduction¿, lists potential adverse events including hemolysis and bleeding that may be associated with the use of the hm 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.